Event description:
The iab was inserted into the pt without a sheath. The iab leaked after iabp for 5-10 mins. (Multiple event to customer complaint numbers 97-00865, 97-00866, 97-00867). The iab was not returned to datascope for eval. The iab was discarded by the facility. The pt was moved to ICU without iabp and expired the same day in low output. (Event complications: expired-reported 8/5/97). (Pt's current status: expired-rpt'd 7/28/97).